Manufacturer narrative:
Based on the claim against the product by the customer noting the homing issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the mtm was not completing its homing sequence during startup and replaced it to resolve the reported issue. The system was tested and verified as ready for use. An isi received the da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed, but the reported failure was unable to be reproduced. However, the issue was confirmed to have occurred via the field error logs. The mtm was installed on the system and powered up. The sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed. The complaint regarding the mtm homing issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. An event verification confirmed the procedure was performed on the reported event date 03-nov-2022 on system sk0095. The probable root cause is attributed to the mtm requiring replacement. This complaint is reportable malfunction event due to the following conclusion: the customer abandoned one of the ssc after the start of the procedure due to the left master tool manipulator (mtm) inability to complete homing. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. No additional actions are currently required given that this issue will continue to be tracked.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the left master tool manipulator (mtm) on the second surgeon side console (ssc) would not finish homing. The customer power cycled the system, still the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised to disconnect the ssc and either using the system with one console or bringing in a new secondary ssc. The procedure was completed with the primary ssc with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the master tool manipulator (mtm) homing issue first occurred during procedure. The procedure was continued and completed robotically with the primary surgeon side console (ssc) after abandoning the secondary ssc.